Event description:
It was reported that the patient developed a staphylococcus aureus infection. It was noted that the patient was allergic to most antibiotics and had several infections before. The patient underwent an explant procedure. The explanted ipg and leads were not returned by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7100415 / 7098524.

Event description:
It was reported that the patient developed a staphylococcus aureus infection. It was noted that the patient was allergic to most antibiotics and had several infections before. The patient underwent an explant procedure. The explanted ipg and leads were not returned by the medical facility. No further information has been obtained despite good faith efforts.